Manufacturer narrative:
(B)(4). The two complaint mr225 manual fill humidification chambers are currently en-route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if they had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported two incidents each involving an mr225 manual fill humidification chamber leaking water during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint mr225 manual fill humidification chambers were returned to fisher & paykel healthcare in (B)(4), where they were visually inspected and pressure tested (device 1). (B)(4). Device 1: lot: 160402, manufactured: 02 april 2016. (B)(4). Device 2: lot: 160402, manufactured: 02 april 2016. Results: visual inspection of device 1 revealed no visible damage to the chamber dome. When the device was pressure tested, the result was outside specification, with leaks detected at the base. Visual inspection of device 2 revealed a crack on the side of the chamber dome. A lot check revealed no other complaints of this nature for device 1 (lot 160402). A lot check revealed no other complaints of this nature for device 2 (lot 160402). Conclusion: based on our investigation, the damage in device 1 was likely caused by excessive pressure in the chamber dome during therapy. In the case of device 2, the chamber dome was most likely subjected to some form of impact damage during use. All mr225 chambers are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject mr225 chambers would have met the required specifications at the time of production. This suggests that the affected chambers became damaged after release for distribution. The user instructions that accompany the mr225 manual fill humidification chamber state: "maximum operating pressure 20kpa." "In the event of the chamber leaking, switch the humidification off and replace the chamber."

Event description:
A hospital in the (B)(6) reported two incidents each involving an mr225 manual fill humidification chamber leaking water during use. No patient consequence was reported.